Event description:
Customer reported a sensor detachment issue with an adc device. As a result, customer reported experiencing symptoms described as passed out, a loss of consciousness and reported being able to self-treat. Customer had contact with a healthcare professional who helped "find a way to solve their sugar level", obtained a blood glucose reading of 29 mg/dl and diagnosed customer with hypoglycemia. No further information provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensor continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product related issues. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. The date of event is unknown. The date entered is based on the customer's report of "december". In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.